Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. Intra-operative observations reported to the rep: a moderate amount of black tissue, the trunnion was worn and cracked off. The liner was discolored. The portion of the stem inside the head was removed with difficulty.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a lfit v40 cocr head that was mated with accolade stem was reported. The event was confirmed based on medical review. Method & results: device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. Nothing noteworthy was observed.refer attached pictures material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant was rejected indicating: undated, unlabelled x-ray. Ap right hip demonstrates uncemented tha with stem disassociated and dislocated from head with transverse defect at base of trunnion. Head remains in acetabular component. No clinical or pmh, no operative reports, no examination of explanted components, no serial imaging studies. The x-ray confirms the event description, but a medical report is not possible based upon this single x-ray. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. H3 other text: device not returned.

Event description:
It was reported that the patient's right hip was revised. Intra-operative observations reported to the rep: a moderate amount of black tissue, the trunnion was worn and cracked off. The liner was discolored. The portion of the stem inside the head was removed with difficulty.

Manufacturer narrative:
Reported event: an event regarding disassociation involving metal head was reported. The event was confirmed based on medical review. Method & results: device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. Nothing noteworthy was observed. Material analysis, functional and dimensional inspections could not be performed as the device was not returned.  Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: undated, unlabeled x-ray - ap right hip demonstrates uncemented tha with stem disassociated and dislocated from head with transverse defect at base of trunnion. Head remains in acetabular component. No clinical or pmh, no operative reports, no examination of explanted components, no serial imaging studies. The x-ray confirms the event description, but a medical report is not possible based upon this single x-ray. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's right hip was revised. Intra-operative observations reported to the rep: a moderate amount of black tissue, the trunnion was worn and cracked off. The liner was discolored. The portion of the stem inside the head was removed with difficulty.